Event description:
On (B)(6) 2015 - the end user reported that the device peeled a patch of her skin from her inner thigh.

Manufacturer narrative:
The consumer did not return samples or respond to aso's requests to provided completion of customer information request form for additional information.